Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly delivered inappropriate anti-tachycardia pacing therapy. The ICD detected supra ventricular tachycardia (svt) that sustained/increased into the vt (ventricular tachycardia) zone and atp therapy was delivered. The ICD has been explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No patient complications have been reported as a result of this event.